Event description:
It was reported that the patient experienced loss of stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred more than a week from the date the manufacturer became aware of the event.